Event description:
Reporter states that when manually removing air from the contrast injection pump syringe, the syringe exploded, fragments and contrast were thrown at the employee. The reported product was not used on the patient.